Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2006. It was reported the ipg recharge burden has increased significantly since the ipg was implanted. According to the pt, she currently charges her ipg two times per day. A replacement charging system was sent to the pt to rule out any issues with the external system. Follow up found the pt is continuing to work with her physician to remedy the increased recharge burden at this time.